Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) normal battery depletion. The long charge time was due to the constant charging of the device.

Event description:
It was reported the device telemetered a message for charge circuit inactive because of three long charge time attempts. No defibrillation output was also reported. The device was removed and replaced. No patient complications have been reported as a result of this event.